Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that while the patient was changing the infusion set, the tubing detached at the site. The site location was right side of patient's belly and the pump was at right side. Moreover, the infusion had not been used. The infusions were stored in proper condition. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available.